Manufacturer narrative:
Correction made to d1: brand name: spike, universal, ll, ster (previously submitted as luer lock universal spike). Correction made to d4: expiration date: 03/31/2026 (previously submitted as ni). Correction made to g1: device manufacturer name: availmed (previously submitted as ecm - availmed s.a. De c.v. - sp021332). Additional information was added to g1: device manufacturer e-mail, h4, h6 and h10. H4: the lot was manufactured from april 05,2023 to april 06,2023. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer lock universal spike was leaking. This issue was further described as, ¿the vent came all the way out, causing fluid to leak from the attached bag¿. The issue occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.